Manufacturer narrative:
Medical device: 350974 lead implanted: (B)(6) 2014; cardiac electrical stimulation device implanted: unknown product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
About four months post implant, it was reported that the right ventricular (rv) lead appears to have small r-waves and fluctuating r -waves. It was noted that the patient has an alternate cardiac electrical stimulation device from a competitor and there is a concern of possible interference from that device. The lead remains in use. No patient complications have been reported as a result of this event.